Event description:
This event involves 3 complaints against 3 different devices, from the same customer for the same issue. This is report # 1 of 3. MFR report numbers: 9615741-2016-00038; 9615741-2016-00039; 9615741-2016-00040. It was reported the wrong label was on the device(s). The issue was observed by the hospital. The units are still in their original packaging. There was no patient impact.

Manufacturer narrative:
Integra completed its internal investigation 15jul2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: device history record for pn 121800snd, lot fh55, reviewed and it is indicated in the delivery form from the supplier ((B)(4))¿ positioning screw¿ for lot fh55. On the external and internal labels, the designation is: compression screw. The (B)(4) items were released and the lot was manufactured on 1st november 2015. A review of the complaint system was performed. This is the first incident reported to newdeal about wrong designation of large qwix® for the past two years. During the same time period, (B)(4) large qwix® screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident for the lot fh55. Evaluation verified complaint as valid following review of photos provided to the manufacturer. Conclusion: following the results of the investigation, the root cause is a wrong entry data in our designation¿s database. Corrective action was initiated.